Event description:
Reporter stated that the lancet, inserted in the softclix lancet device, protrudes beyond the device end-cap. No associated injury was reported. Reporter did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.